Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm no delivery. Customer's blood glucose was 320 mg/dl. The customer reported that the alarmed was resolved by a complete set change. Customer was advised to call when the alarm occurs in order to troubleshoot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.